Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed multiple ¿loss of prime¿ warnings had occurred. Multiple call service 064 and call service 078 alarms were observed in the black box as well. The pump completed ezprime steps accurately and was exercised for 24 hours with no errors, alarms, or warnings occurring. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation found that the force sensor flex had an intermittent condition due to a cracked solder joint at the pump. Additionally, there was evidence of moisture on the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).